Event description:
Clinical study: same case as #6000089-2005-00273). The lesion being treated was a 85% stenosed 1st diagonial (1st diag) artery. The lesion was not predilated. The physician then placed a taxus express 8.8% 3.00x20mm drug eluting stent in the 1st diag. Then the physician placed a taxus express 8.8% 2.75x32mm drug eluting stent in the same artery. There was a 1mm overlap. There were no reported complications. The pt was discharged the next day on aspirin. It was reported by the site in 2005 that the pt expired 8 1/2 months post stent placement. In the opinion of the physician the cause of death is unknown and the relation to the target vessel is "unknown." There was no autopsy.

Event description:
It was further reported that target lesion 1, was 45mm long and was identified in the mid left anterior descending (mid lad), with 85% stenosis and a 2.7mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 2.75x32 mm and a 3.0x20 mm taxus express2 8.8% drug eluting stent, reducing stenosis to 0%. The 1st diagonal with 80% stenosis was treated with angioplasty, reducing stenosis to 30% stenosis and a 2.7mm reference vessel diameter. Pt had some spasm in the ostium of the diagonal after angioplasty and will be on nitrates for about two months. The pt passed away at a nursing home.

Event description:
It was further reported that the site has submitted a non-certified record of death. This document notes the cause of death as djd of the spine' with "chronic pain", "advanced age", and "rheumatoid arthritis" as contributing factors. An autopsy was not performed.